Manufacturer narrative:
The system was examined and the reported event was not replicated. The slit lamp fiber was kinked and damaged. The slit lamp fiber was replaced to resolve the issue. The system was then tested met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The slit lamp fiber lot number was not provided and could not be determined based on the information provided. Therefore, a complaint lot number review could not be performed. The root cause of the reported event can be attributed to nonconforming slit lamp cable fiber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the laser energy was too low during a procedure. There was no system message displayed. Additional information has been requested and received.